Event description:
On 12/2001 the pt visited a neighboring clinic for pain of the right knee and received the injection of artz dispo into the knee. Eleven days later, the pt received the 2nd injection on their 2nd visit to the clinical. The next day, there was rapid aggravation of pain of the right knee and the pt was introduced to the hospital where the reporting physician belongs to and then hospitalized. Synovial fluid was cultured and the result (reported 3 days later) showed that chryseobacterium (f.) Indologenes amount was 1+. An antibiotic was administered. Although an inflammatory reaction was observed at the test after hospitalization, the physician in charge was negative in admitting infection of the knee from physical findings. Two days later, the physician introduced the pt to the internal department of the hospital. The pt was examined thoroughly there, but no clear cause was found. The symptom was mitigated gradually thereafter. Pt was discharged in 01/2002.